Event description:
It was reported that during the implant procedure, there was a problem with inserting the non medtronic quartet lead into the header of the implantable cardioverter defibrillator (ICD), due a very tight fit, and only after using mineral oil was the lead able to be inserted to allow connection between the lead and the device. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.